Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 77 ng/l. On (B)(6) 2024 the repeat result was 8.7 ng/l. The repeat result was believed to be correct.

Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. A review of sample foam detection images showed the active gripper wheels were dusty and a sample quality issue was observed. Based on the information provided, the specific cause of the event could not be determined. The investigation did not identify a product problem.